Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula bent event on 17-apr-2024. The event occurred within 3 hours of insertion. The blood glucose level at the time of event was 526mg/dl and patient treated it with correction bolus via pump and administered multiple daily injection (mdi) followed by replacing nfusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.